Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 438 mg/dl at the time of the incident. The customer's current blood glucose level was 350 mg/dl. The customer was treated by the insulin pump and manual injections. The customer was assisted with the troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing.(B)(4).